Event description:
It was reported that the patient had several back injections a month ago. Following the injections the patient was unable to feel st imulation. The patient was also unable to adjust stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3487a-33, lot# j0424774v, implanted: (B)(6) 2004, explanted: na; lead model 3487a-33, lot# j0424774v, implanted: (B)(6) 2004, explanted: na; extension model 7489, serial# (B)(4), implanted: (B)(6) 2004, explanted: na; extension model 7489, serial# (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 7435, serial# (B)(4).